Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced multiple calibration errors with his sensor and was unable to get it to function properly. The customer's blood glucose was 245 mg/dl at the time of reporting. The customer stated that he removed the sensor and inserted another, which gave him no further issues. Nothing further was reported.